Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. (B)(4).

Event description:
It was reported that a caucasian female patient with an unknown age underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation. The patient underwent bilateral explantation and replacement with unknown mentor gel implants on (B)(6) 2007.